Manufacturer narrative:
(B)(4).

Event description:
New information received notes that decrease in pacing impedance was also noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to externalized conductors. Based on the review of diagnostic images provided, the conductors appear to be externalized. Patient's condition was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.4cm was returned for analysis. Internal insulation abrasions were noted at 17.2-17.5cm, 26.2-26.6cm, and 30.5-31.6cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 13.0-15.7cm from the distal tip. The rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low pacing lead impedance.